Event description:
Technician alleged that the bed would drift down when raised up.

Manufacturer narrative:
Technician cleaned and degreased the hilow brake assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.